Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) would not power a monitor.

Manufacturer narrative:
Evaluation: device evaluation of battery pack sn (B)(4) is complete. The reported problem (will not power a monitor) was confirmed. As received the battery pack would not power a monitor. Upon evaluation, the pca board and cells were damaged. The cause of the battery pack's inability to power on a damaged pca and cells was isolated to liquid contamination. The root cause of the contamination could not be positively identified but was likely ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.